Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510(k): this product is not marketed in the us. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted vertically a 12.1mm vticmo12.1, -10.50/2.5/074 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a longer length lens horizontally due to low vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.